Manufacturer narrative:
(B)(4).

Event description:
It was reported via social media that a broken needle occurred. The sensor was inserted into the arm. The patient stated the needle broke off in their arm. They stated they were at the general surgeon's office for 4 hours; however, they did not provide any details of the event or any medical intervention information. Because there was no contact information provided, further information could not be obtained. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.